Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Standard infinity skull clamp was noted to have movement back and forth after sixty five pounds of pressure was set and applied to a patient. The unit was replaced and the procedure continued without further incident. There was no patient injury or delay in the procedure as a result of this event.